Event description:
Boston scientific received information that the patient plugged in this communicator and it would not power on. The patient wasn't sure whether it was just the power cable as it was very hot and smelled of burning. No adverse patient effects were reported.

Manufacturer narrative:
This communicator is expected to be returned to boston scientific for analysis. To date, this communicator has not been received. When analysis is complete, or if additional pertinent information becomes available, this report will be updated.